Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 6 events were reported for this quarter. Product return status - 6 devices were received for evaluation. Evaluation status - 1 event was confirmed during testing. - 1 device was found to be affected by corrosion. 5 device evaluations are in progress. Additional information - this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 6 total events were initially reported. 4 previously reported events are included in this follow-up record.   Product return status 4 devices were received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion. Not confirmed 3 reported events were not confirmed during testing; however: - 2 devices were found to be affected by corrosion. - 1 device was found to be affected by damaged bearings.   Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.